Event description:
The pt had revision surgery because the pt could no longer feel the vns stimulating and they had a bulge on their neck. Diagnostic testing was performed prior to revision surgery. A lead test resulted in a dc dc code of 3 and eri (elective replacement indicator) no, indicating proper device function. However, the surgeon chose to replace the vns system.